Event description:
An alarm issue was reported with the adc device in use with an unknown iphone with operating system version 13. The sensor's glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness and was unable to self-treat, requiring treatment of glucagon injection from a third party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer reported missing high and low glucose alarm . Attempted to replicate the customer's complaint using similar configurations of [iphone 13 mini ios 17.0.3 2.10.2.7677] and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an unknown iphone with operating system version 13 , app version 2.10.2.7677. The sensor's glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness and was unable to self-treat, requiring treatment of glucagon injection from a third party. There was no report of death or permanent impairment associated with this event.